Event description:
Blood leak from the valve. Although requested, no additional info has been provided by the reporter.

Manufacturer narrative:
No consequences to the pt were noted. Valve leaks are not specifically labeled in the IFU. Event eval: still under investigation.